Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation when programmed to bipolar configuration. Insulation anomaly was noted on the ventricular lead under the suture sleeve. The lead was explanted and replaced.